Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the battery bay #2 on a cardiosave intra-aortic balloon pump (iabp) does not power the iabp. During the battery run time test the pump did not switch over to the fully charged battery in slot # 2. The pump would not run on battery if no battery was in slot 1 and slot 2 had a fully charged battery. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) who encountered the issue replaced the power management board and then completed the pm. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site.(B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the battery bay #2 on a cardiosave intra-aortic balloon pump (iabp) does not power the iabp. During the battery run time test the pump did not switch over to the fully charged battery in slot # 2. The pump would not run on battery if no battery was in slot 1 and slot 2 had a fully charged battery. There was no patient involvement and no adverse event was reported.